Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self-test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any pump error 43 alarms that may have occurred in the past or around the time of the customer¿s call. Pump error 43 was found on (B)(6) 2025 11:17:23.000. Line=778 file=121. Per software engineering log investigation, pump error 43 was due to incorrect hall sensor sequence. Isolate to electronic assembly. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage was noted during visual inspection. No damages were noted on keypad assembly after removing keypad overlay. The following cosmetic damages were noted: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for keypad anomaly were not confirmed when all buttons responded properly and no damages were noted on keypad assembly. However, customer allegations for crack on keypad overlay were confirmed when cracked keypad overlay was noted during visual inspection. Additionally, customer allegations for pump error 43 were confirmed when a pump error 43 alarm was noted during download history review. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack over the middle and up buttons, and the customer received pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for damage, and the customer reported that the functionality was affected. Troubleshooting was performed for the keypad anomaly, and the customer reported that the buttons were making unusual noises when pressed. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm and able to rewind the pump. The customer also stated that the pump did not pass the displacement test. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.